Event description:
It has been reported to philips that the allura system was stuck at 00:00 and did not start up. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that power supply of the flexvision pc was defective. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that there was an issue with the power supply of the flexvision pc. After replacing the power supply of the flexvision pc, the system was returned to use in good working order. The codes are updated based on the investigation outcomes.